Manufacturer narrative:
Pump received with intermittent button response due to partial unlocked component lcd keypad connector noted during visually inspection. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime/fill anomaly, charge/battery lasts less than expected, rewind anomaly and back light anomaly due to buttons not responding. Pump received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that up, down and act button of insulin pump had to be pressed really hard to work. Customer stated that screen had dimmed and priming taking longer to complete. Customer also stated that grinding noise during rewind and threading in reservoir and battery compartment was very worn. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.